Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient walks to her mailbox or walks outside she can't tell that the ins is on, but if she bends over or raises an arm above her head the stimulation feels suddenly stronger and she feels a buzzing sensation. The patient states she often uses a push-type lawnmower and this is very hard on her back. The patient states her recharge frequency "kind of depends" and she has to charge more often after mowing her lawn as it seems to wear it down faster. The patient was asked if the turned up the stimulation intensity before mowing, and she stated that she does not, the ins is left at 4 volts, but she believes that when mowing the lawn the ins works harder and this action "puts a beating on it." The patient also reported that since she can't depend on her right leg and foot she is unable to stand in the shower, and can't wash her hair. She stated that when she gets her hair done if she does not turn down the ins her feet bounce all over the place when she is leaned back into the sink. It was reviewed that if the patient feels anything out of the ordinary she should speak with her healthcare provider (hcp). The patient stated nothing was out of the ordinary. The patient stated that during her trial it had been hard to tell if the device was effective because of all of the external equipment, but the implanted system brings her great relief. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.